Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The pt was scheduled for an elective pump replacement to occur on (B)(6) 2011. The eri (elective replacement indicator) was less than 1 month. The pump contained lioresal 2,000 mcg/ml. However, the pt experienced increased spasticity on (B)(6) 2011, and (B)(6) 2011. Because of this, the pt was hospitalized and given intravenous valium and oral baclofen. When the pump was interrogated pre-op on (B)(6) 2011, a motor stall was noticed in the event logs. The stall occurred (B)(6) 2011 with a tube set message on (B)(6) 2011. The pump was replaced as planned. Following surgery, the pt recovered without sequelae.